Event description:
It was reported that on (B)(6), 2012 the patient experienced the symptom of shaking. The patient administered self-treatment by consuming bananas. She then tested her blood glucose level to be 59 mg/dl. The patient ate cereal, and her subsequent blood glucose reading was 100 mg/dl. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient was new to the insulin pump, there had been no inadvertent infusions of insulin, and the pump settings were correct. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while new to using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 07/26/2016 with the following findings: the black box data from the date of the event had been overwritten due to continued use of the pump. The pump was returned in a condition that made evaluation impossible.